Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Visual and functional testing was performed. A product sample was received, and no observable damage seen. The reported issue was duplicated during the investigation. An ncr was opened due to complaints in japan that the device would continually turn the heaters on and off. The ncr was raised to a CAPA and during the investigation phase it was found that the problem was likely to do with the transformer on the printed circuit board assembly (pcba). The japan units have their own skus, but the electronics assembly used is the same version as the 115v skus of the device. Further testing showed that the transformer (t1) cannot support the output of 17vdc when the input voltage is below 100vac. While nominal voltage in japan is 100vac, all devices should be designed with a minimum of a plus/minus 10 percentage margin to handle normal voltage dips and surges on a power grid. When the output of t1 drops below the nominal output of 17vac there is a chain effect that causes the main linear voltage regulator (vr2) to drop below the 12vdc output that is needed to reliably run the heater logic on the board. Due to component tolerance this dropout can occur between 91vac and 96vac input power. A pcba was reworked to replace the sample and testing was done. When the board had the original 17vac transformer the output of vr2 dropped out when the device was supplied with 91vac, the same board with the 20vac transformer did not see low voltage on the output of vr2 until the supply voltage was dropped to 85vac. This gives a larger margin of error to allow the device to withstand voltage dips on the power grid. The reported issue was due to a design change to the main printer circuit board (pcb) board no longer tolerating voltage dip of -10 percentage as called in the specifications. The repair is pending CAPA implementation.

Event description:
It was reported that the temperature of the product did not go up. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Visual and functional testing was performed. A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided. D4-UDI is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Visual and functional testing was performed. A product sample was received, and no observable damage seen. The reported issue was duplicated during the investigation. An ncr was opened due to complaints in japan that the device would continually turn the heaters on and off. The ncr was raised to a CAPA and during the investigation phase it was found that the problem was likely to do with the transformer on the printed circuit board assembly (pcba). The japan units have their own skus, but the electronics assembly used is the same version as the 115v skus of the device. Further testing showed that the transformer (t1) cannot support the output of 17vdc when the input voltage is below 100vac. While nominal voltage in japan is 100vac, all devices should be designed with a minimum of a plus-minus 10 percentage margin to handle normal voltage dips and surges on a power grid. When the output of t1 drops below the nominal output of 17vac there is a chain effect that causes the main linear voltage regulator (vr2) to drop below the 12vdc output that is needed to reliably run the heater logic on the board. Due to component tolerance this dropout can occur between 91vac and 96vac input power. A pcba was reworked to replace the sample and testing was done. When the board had the original 17vac transformer the output of vr2 dropped out when the device was supplied with 91vac, the same board with the 20vac transformer did not see low voltage on the output of vr2 until the supply voltage was dropped to 85vac. This gives a larger margin of error to allow the device to withstand voltage dips on the power grid. The reported issue was due to a design change to the main printer circuit board (pcb) board no longer tolerating voltage dip of -10 percentage as called in the specifications. The repair is pending CAPA implementation.